Event description:
It was reported that following an implant of an inflatable penile prosthesis on (B)(6) 2018, the patient was seen in the physician's office complaining that the mechanism to inflate the prosthesis was hard and it was not inflating. The patient was expected to undergo a revision surgery of the inflatable penile prosthesis. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.